Event description:
During an implant procedure, episodes of noise resulting in far field r wave oversensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.